Event description:
Pt was implanted 2001 and was running with high blood flows and good results throughout use of lifesite. Pt was hospitalized not feeling well with spiked temp. Pt uses o2 upon exertion for respiratory problems. The pt's life site was explanted. Infection was not confirmed.